Manufacturer narrative:
Correction to device manufacturers only, section h1, type of reportable event.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.